Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was pulled proximally on the balloon. As a result the distal end of the stent was positioned at 1cm proximal to the proximal end of the distal markerband. The proximal edge of the stent was lifted with struts misaligned. The distal end of the stent was stretched. There are crimp markings evident on the balloon indicating proper securement contact between the stent and balloon. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the hypotube was kinked at various locations along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a mid-shaft kink at the port site of the shaft polymer extrusion profile. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was location in the descending artery. A 4.00x16mm synergy drug-eluting stent was selected for treatment. During the procedure, the stent delivery system (sds) was not able to cross the lesion. After three to four attempts to cross the lesion, the shaft of the sds broke. The device was removed and the procedure was completed with a non-bsc stent. There were no patient complications reported and the patient is in stable condition.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was location in the descending artery. A 4.00x16mm synergy drug-eluting stent was selected for treatment. During the procedure, the stent delivery system (sds) was not able to cross the lesion. After three to four attempts to cross the lesion, the shaft of the sds broke. The device was removed and the procedure was completed with a non-bsc stent. There were no patient complications reported and the patient is in stable condition.